Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dental secretary informed that the denstist did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. It was also seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 10 years and 7 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii, peri-implantitis and the procedure of immediate implant was performed.